Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (non-functional power supply) was confirmed. Upon investigation, the battery charger/modem was unable to power on with the questionable power supply. The cause for the failure was isolated to a defective power supply brick. The pins on the power supply were recessed. The root cause for the recessed pins on the power supply could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor reported that charger sn (B)(4) had a non-functional power supply.